Manufacturer narrative:
Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Concomitant products: (left) 400cc mentor memorygel breast implant catalog: 3507400bc sn: (B)(4). On 7/1/2019, the product investigation was completed. Device investigation summary: during analysis of the sample was found ruptured. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) hispanic female patient who underwent primary breast augmentation with two 400 cc mentor memorygel breast implants, suffered right breast implant rupture, post-operatively. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2019: (right) 350 cc mentor memorygel breast implant catalog: 3503501bc lot: 7341429 sn: (B)(4) and (left) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 7481523 sn: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4).